Event description:
The sheath became partially separated during removal from the patient. Reportedly, the patient had significant scar tissue from previous procedures and the sheath became caught in the scar tissue. The physician was able to grasp and withdraw the entire sheath from the patient. The patient was reported to be 'ok'. The physician decided to postpone the angioplasty procedure. Additional event specific information was not available.